Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a balloon kyphoplasty procedure (bkp) at l1 to treat a vertebral compression fracture. It was reported that during cementing in the vertebral body, the balloon ruptured. According to the report, the pressure in the balloon prior to rupture was 403 psi, and the volume 3.5 cc. Treatment provided included irrigation of the vertebral body with normal saline. No fragments were left in the patient and no allergies to contrast media were observed. A new balloon was not needed to complete the procedure as the fracture was already reduced. It was also reported that the event was resolved, the patient discharged the same day, and no further complications were reported.